Event description:
It was reported that an arteriotomy closure of a common femoral artery using a proglide device with a 6f sheath after an unspecified procedure. Reportedly, a suture break occurred during tightening the knot, prior to advancing the knot to the artery. This is when the suture is grasped and pulled through the distal end of the proximal guide just prior to advancing the knot. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, the exact date was not remembered, event occurred between (B)(6) 2013. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Ten unused sterile proglide devices with the same lot number, 30627k2, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples.